Event description:
Complainant alleged that during the clinician's routine shift check of the device, a 30-joule self test was performed, but the device displayed a "bridge short" message. The complainant indicated that there was no pt involvement in the reported malfunction.